Event description:
The customer reported that a patient was receiving cardiopulmonary resuscitation by paramedic/emt personnel enroute to a hospital. The patient was intubated and was receiving breaths via pmr2 reusable manual resuscitator. It was noted after they arrived at the emergency room taht there was no chest rise with the pmr2. The emergency doctor switched bags and saw the patient's chest rise. The patient died shortly afterwards. The pmr2 was inspected and it was noted that the bag was misassembled. The customer reported that they all handled the disassembly, sterilization and assembly of the pmr2. They checked their stock and found two other bags misassembled. The customer believes that the misassemble contributed to the event.